Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and both the implantable cardioverter defibrillator (ICD), and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. At this point, a product return request was sent.